Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) and (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was caused by a virus infection. The patient was treated with unspecified anti-inflammatory drug for the event. The peritoneal dialysis was ongoing during the treatment. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.